Event description:
It was reported that farawave 2.0 nav was selected for use. During procedure, around the right superior pulmonary vein (rspv), the wire was once retracted into the catheter, and when an attempt was made to anchor it again, it got stuck, the wire protruded slightly from the tip, and it could no longer be advanced. While pulling back the catheter and sheath, the catheter was safely retracted into the sheath, and it was removed from the body, part of the fiber-like structure was found caught at the tip of the wire lumen; therefore, the catheter and wire were replaced, and the event was resolved. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.